Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the ID function didn't work and the b30 error occurred due to a failure of the image sensor unit, a defective video connector circuit board, or defect of the system side. A final root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "defective image". No harm was reported. No patient harm, no user injury reported . Device evaluation found an error b30 (scope communication err) exhibited on the device due to damage on charged couple device (ccd) unit. The ID function failure (no scope ID data) was noted due to breakage of the ID board. This report is being submitted due to the finding of error b30 (scope communication err) due to damage in ccd and failure of the ID function due to breakage of the ID board identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found an error b30 (scope communication err) exhibited on the device found to be due to damage on charged couple device (ccd) unit. In addition, the ID function failure (no scope ID data) was observed due to the breakage of the ID board. The reported issue "defective image" was confirmed. Furthermore, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Video connector case noted with a crack, noted to be attributed to breakage due to physical stress (handling problem) and or physical stresses due to drops and hits. Investigation is ongoing. This report will be supplemented accordingly following investigation.